Event description:
The device was applied during an unspecified laparoscopic procedure. Components disengaged into the pt's cavity and were not retrieved. The surgeon stated the components broke due to torquing the instrument. The hosp has reported the pt's status is satisfactory.

Manufacturer narrative:
2/14/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.